Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional event and patient information have been requested but was not received before the submission of this report. This report if for one, unknown matrixwave plate. Part and lot numbers were not provided by the reporter. The subject device was not implanted or explanted. Per the report, it was only used temporarily during the surgical procedure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a matrixwave plate broke during the removal of unknown quantity of unknown 8mm screws. The surgical procedure was an initial surgery and use of the plate was part of the planned treatment, though it was only left in place temporarily during the surgery. It was reported that the entire length of the plate is used and that there was an issue with twisting while the locking screws were in place. Upon removal of the far posterior screws, the plate broke. There was no reported issue with the screws and no complaint alleged against them. This report is for one, unknown matrixwave plate. This report is 1 of 1 for (B)(4).